Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing painsin pelvic') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vit d deficiency"), the first episode of arthralgia ("hip pain/joint pain"), myalgia ("sore muscles"), ovulation pain ("extremely painful ovulation"), diarrhoea ("chronic diarrhea"), dumping syndrome ("dumping syndrome"), abdominal distension ("bloated belly"), the second episode of arthralgia ("hip/jpint pain"), hot flush ("hot flashes"), muscle spasms ("muscle spasms/twitches"), muscle twitching ("muscle spasms/twitches"), nausea ("nausea"), increased tendency to bruise ("easy bruising"), abdominal pain lower ("cramping"), dizziness ("dizziness"), fatigue ("fatigue"), anxiety ("anxiety"), mood swings ("mood swings"), alopecia ("hair loss"), hair growth abnormal ("unwanted hair growth"), menorrhagia ("I have had horrible periods lasting for 2 weeks or longer"), migraine ("migraines"), abdominal pain ("extruciating abdominal pain"), joint swelling ("joint pain and swelling"), rash ("rash") and vulvovaginal pain ("pain in vaginal area"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain, vitamin d deficiency, ovulation pain, diarrhoea, dumping syndrome, abdominal distension, the last episode of arthralgia, hot flush, muscle spasms, muscle twitching, nausea, increased tendency to bruise, abdominal pain lower, dizziness, fatigue, anxiety, mood swings, alopecia, hair growth abnormal, menorrhagia, migraine, abdominal pain, joint swelling, rash and vulvovaginal pain outcome was unknown and the myalgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, diarrhoea, dizziness, dumping syndrome, fatigue, hair growth abnormal, hot flush, increased tendency to bruise, joint swelling, menorrhagia, migraine, mood swings, muscle spasms, muscle twitching, myalgia, nausea, ovulation pain, pelvic pain, rash, vitamin d deficiency, vulvovaginal pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: vitamin d deficiency, arthralgia and myalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp stabbing pains in pelvic ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vitamin d deficiency ("vit d deficiency"), the first episode of arthralgia ("hip pain/joint pain"), myalgia ("sore muscles"), ovulation pain ("extremely painful ovulation"), diarrhoea ("chronic diarrhea"), dumping syndrome ("dumping syndrome"), abdominal distension ("bloated belly"), the second episode of arthralgia ("hip/joint pain"), hot flush ("hot flashes"), muscle spasms ("muscle spasms/twitches"), muscle twitching ("muscle spasms/twitches"), nausea ("nausea"), increased tendency to bruise ("easy bruising"), abdominal pain lower ("cramping"), dizziness ("dizziness"), fatigue ("fatigue"), anxiety ("anxiety"), mood swings ("mood swings"), alopecia ("hair loss"), hair growth abnormal ("unwanted hair growth"), menorrhagia ("I have had horrible periods lasting for 2 weeks or longer"), migraine ("migraines"), abdominal pain ("excruciating abdominal pain"), joint swelling ("joint pain and swelling"), rash ("rash") and vulvovaginal pain ("pain in vaginal area"). The patient was treated with surgery (essure removed). At the time of the report, the pelvic pain, vitamin d deficiency, ovulation pain, diarrhoea, dumping syndrome, abdominal distension, the last episode of arthralgia, hot flush, muscle spasms, muscle twitching, nausea, increased tendency to bruise, abdominal pain lower, dizziness, fatigue, anxiety, mood swings, alopecia, hair growth abnormal, menorrhagia, migraine, abdominal pain, joint swelling, rash and vulvovaginal pain outcome was unknown and the myalgia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, diarrhoea, dizziness, dumping syndrome, fatigue, hair growth abnormal, hot flush, increased tendency to bruise, joint swelling, menorrhagia, migraine, mood swings, muscle spasms, muscle twitching, myalgia, nausea, ovulation pain, pelvic pain, rash, vitamin d deficiency, vulvovaginal pain, the first episode of arthralgia and the second episode of arthralgia to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: vitamin d deficiency, arthralgia and myalgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Case upgraded from non serious to serious incident. Hip pain and sore muscles. Reporter added. On 23-mar-2020: social media case: new events were added: ovulation pain, pelvic pain, diarrhoea, dumping syndrome, abdominal distension, arthralgia, hot flush, muscle spasms, muscle twitching, nausea, increased tendency to bruise, muscle cramp, dizziness, fatigue, anxiety, mood swings, alopecia and hair growth abnormal. New reporter was added. On 23-mar-2020: follow up received from social media. Reporter was added. Events menorrhagia, abdominal pain, migraine, joint swelling, rash were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.